Manufacturer narrative:
The device has not been evaluated yet for investigation purpose.once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a surgery one levelling foot of the hydraulic stabilization system broke by itself. The surgeon decided to perform the procedure despite of this issue and the surgery was properly done without any other issue.

Manufacturer narrative:
No further investigation was needed for this incident in which the device (B)(4) was involved. A CAPA has been raised in our quality management system to determine the root cause of the hydraulic stabilization system defect and in order to determine further actions. The internal CAPA reference is the following: (B)(4).